Manufacturer narrative:
Additional/changed and/or corrected data : d.9., h.3., h.6. Device evaluation: analysis of the returned device identified device to be underweight, a missing shell (0-25%), a white encapsulation (<50% of the area) and a broken shell. A visual and microscopic analysis was performed which identified a sharp broken on the posterior, stress marks, some non-penetrating nicks and a crease fold. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp pattern on posterior of broken device assessed as a surgical impact opening, for the stress mark in the shell. Missing shell assessed as inconclusive.

Event description:
Healthcare provider reported right side ¿rupture¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿rupture¿, acute and chronic mild inflammation, minimal fluid collection".

Event description:
Healthcare provider reported right side ¿rupture¿. Device has been explanted.